Event description:
It was reported that there was an issue with a component of the activl spinal implant system. According to the complaint description, implantation of an unknown activl device (three components) had been performed. L5-s1. A removal procedure was planned for an unspecified reason. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: 9610612-2025-00080 (aesculap ag reference no. (B)(4)). 9610612-2025-00081 (aesculap ag reference no. (B)(4)). 9610612-2025-00082 (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon event description. Batch history review: a batch history review could not be performed because the lot number could not be identified. Also after three faithful attempts, no further information could be received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information and without the product for investigation, a clear conclusion cannot be drawn. There is no indication for a material defect or manufacturing failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.